Manufacturer narrative:
The pad-pak was first installed successfully on the 16th march 2010 and performed to specification up to the 28th december 2014. During this time a new pad-pak was installed. Multiple manual power ups of mainly ten minute duration were recorded between the 29th december 2014 and the final history log entry, prior to receipt at heartsine, on 19th august 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.